Manufacturer narrative:
Initial and final MDR (B)(4) device 4 of 5.

Event description:
Unomedical reference number (B)(4) event occurred in the united states it was reported that patient faced five infusion set was fell off during use event from 20-apr-2024 to 06-may-2024. The infusion set was in use for 24-30 hours. Patient replaced infusion set and resumed insulin deliveries successfully no further information available.